Manufacturer narrative:
Continuation of concomitant products: 5076-45 lead implanted (B)(6) 2011; 419688 lead implanted (B)(6) 2011.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. No further patient complications have been reported as a result of this event.